Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It is noted that other implants at issue include: uphold, pinnacle repair kit, advantage mid-urethral sling system, advantage fit system, lynx sling system, obtryx sling system, prefyx pps system and solyx sis system. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient underwent bladder and urio guards surgeries on (B)(6) 2010 and bowel surgery on (B)(6) 2010. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)